Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the hypothermia patient was on arctic sun device. The nurse stated they had to replace the foley during cooling because there was no urine output, and they did not think the foley was placed correctly. Patient went from 34c to 31.7 once probe swapped out. The device has not started counting down even though the patient was under the target temperature. Patient temperature was 32.4c, target temperature was 33c, water temperature was 39.1c, flow rate was 2.6 lpm. Four pads connected, with no exposed abdomen. Trend thermoneutral. Mis explained default setting options where either countdown starts at cooling or when patient reaches target temperature. Their device was set up to countdown once target temperature met. The device did not cool the patient to target temperature, but rather replacement of the probe shows extreme drop in patient temperature. Device was responding to that drop. It will begin countdown once the patient was within 0.5c of the target temperature. The nurse wanted to know how to just change the target temperature, so the countdown would begin. Mis walked through adjusting target temperature to 32.4c. Mis encouraged nurse to discuss with the team to make sure they were ok with this change. Also noted, if patient temperature continues to drop, water temperature would stay on the higher end.

Event description:
It was reported that the hypothermia patient was on arctic sun device. The nurse stated they had to replace the foley during cooling because there was no urine output, and they did not think the foley was placed correctly. Patient went from 34c to 31.7 once probe swapped out. The device has not started counting down even though the patient was under the target temperature. Patient temperature was 32.4c, target temperature was 33c, water temperature was 39.1c, flow rate was 2.6 lpm. Four pads connected, with no exposed abdomen. Trend thermoneutral. Mis explained default setting options where either countdown starts at cooling or when patient reaches target temperature. Their device was set up to countdown once target temperature met. The device did not cool the patient to target temperature, but rather replacement of the probe shows extreme drop in patient temperature. Device was responding to that drop. It will begin countdown once the patient was within 0.5c of the target temperature. The nurse wanted to know how to just change the target temperature, so the countdown would begin. Mis walked through adjusting target temperature to 32.4c. Mis encouraged nurse to discuss with the team to make sure they were ok with this change. Also noted, if patient temperature continues to drop, water temperature would stay on the higher end.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿biological deposits¿. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.